Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the thrust washers are worn causing metal debris to be created.

Event description:
It was reported that the device was releasing metal shavings during cleaning. There was no pt involvement and no allegation of adverse consequences associated with this event.